Event description:
Screw threads damaged and sheared off. This is 2 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The visual macroscopic assessment revealed damage on the entire thread on the first screw. Marks and plastically deformations were documented on the entire shaft. At the screw head, marks and slight deformations at the edge of the slots were present, presumably caused by the instrument during screwing. Similar observation can be documented on the second screw. The first convolutions of the threads were deformed while the further convolutions were completely deformed and ripped off. The present screws were damaged most likely during proceeding of the screwing. The increasing damage towards the head of the screw compared to the tip and first convolutions are a clear indication of different conditions during screwing. Due to the small dimension of the screw the applied force can easily exceed the stability and lead to deformation and damage without conscious application of heavy loads by the user. The marks and damages at the screw heads were not exceptional and normal traces of use from the implantation of the screws. This complaint has been determined to be indeterminate.